Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during initial drain. The baxter technical service representative (tsr) had the home patient (hp) cycle power and the hc alarmed se 2367. The tsr explained both alarms to the hp. The hp added the extension after prime. The tsr explained to add the extension prior to prime. The hp would restart with new supplies and the hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 and he was able to resume therapy after starting over with new supplies. He did not notice anything unusual with any of the previous supplies and was not sure if it was the supplies or his fault for adding an extension after prime. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the home patient's nurse on (B)(6) 2011 and she was aware of the patient having had that alarm. As far as she knows the patient has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.